Event description:
The patient contacted lifescan and reported that their one touch ultra test strips had an issue. There was no allegation of harm or serious injury. The patient's test strips would not react to the blood sample and there was no color change. They did not have any symptoms at the time of concern. The qc testing was being performed per the owner's manual and the technique was correct. There were no additional readings taken by the patient or by someone else. Based on the information provided, there is indication that the product has malfunctioned and that the event meets the criteria for a medical device reportable. However, there is no information to suggest that the patient experienced injury due to the product. This case is reported as a strip malfunction, since the issue with the test strips was not resolved. The patient was sent replacement test strips.

Manufacturer narrative:
Lifescan has requested the return of the subject strips for evaluation, but has not yet received them. If the strips are returned, lifescan will evaluate them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.